Event description:
Four endeavor sprint stents were implanted (reference MFR report #s 2953200-2010-00834; 01080, and 01081). A mi is reported to have occurred during the procedure. A dissection and abrupt vessel closure was also reported to have occurred. ECG changes were reported (new q wave). Cardiac enzymes were obtained and were noted to be out of range. The mi was reported to be related to the target vessel, however, was reported to be unrelated to the study device. The event was reported to be definitely related to the study procedure.

Manufacturer narrative:
(B)(4): eval result: (mi).

Event description:
A fifth stent was implanted during the index procedure. This was implanted in the lcx.